Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure in the bile duct of a male pt. During the procedure, resistance was felt when the device was inserted, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).